Manufacturer narrative:
Related MFR # 2916596-2022-13811 capturing initial driveline infection. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was taken to a hybrid operating room on (B)(6) 2023 for decommissioning of the pump using two amplatzers in the outflow graft. The patient was hemodynamically supported by another ventricular assist device. The infected driveline was opened, cleaned out and a wound vacuum-assisted closure was applied. The patient will stay on the other ventricular assist device and antibiotics until the patient is deemed stable for a pump exchange.

Event description:
The patient's pump was exchanged on (B)(6) 2023. New pump: related MFR # 2916596-2023-01204.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.